Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, osmc surmised that the reported phenomenon temporarily occurred by the failure of the image signal transmission to the video processor due to the breakage of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that an intermittent image was displayed on the monitor when connecting the subject device to the video processor, and also found that the camera cable was damaged. (B)(4) surmised that the intermittent image was attributed to the damage of the camera cable and the damage of the camera cable was attributed to the use of a pointed or sharp object which might come in contact with the cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the colorectal surgery using the subject device at the user facility, it was found that the endoscopic image of the subject device on the monitor disappeared. Then, when the power of the subject device was cycled, the endoscopic image was restored. The user facility replaced the subject device to another similar device to complete the procedure. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.